Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm. The aortic neck was angulated and the iliac vessel morphology is unknown. The patient has a history of hypertension and coronary artery disease. It was reported that due to the aortic neck angulation the stent graft slipped down 1.5 cm, which led to deployment of a 28 mm diameter x 3.75 cm length aortic cuff stent graft. Final angiogram demonstrated a successful outcome with exclusion of the aneurysm; however, a branch endoleak was reported. No additional clinical sequelae were reported; however, the patient expired 10 mos later due to an unknown cause.